Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release review could not be completed as an invalid lot number was provided locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 49 and 71 hours, despite repeated correction boluses . The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The reporter stated that the "front was found to be moist with insulin" and the bulge of the cannula was visible. As treatment, a new pod was placed.